Event description:
During evaluation of a returned spectrum pump, the device's direction of flow label and center shim were missing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the direction of flow label and center shim missing from the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing direction of flow label and center shim. The case shimming is required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.